Event description:
It was observed that during the device evaluation, the subject device ceramic head is cracked (due to the mismatch between the third-party ceramic head). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the 3rd party repair. The 3rd party repair failure is a maintenance management problem, but the cause of the 3rd party repair failure could not be determined. The most likely cause is an inadequate or improper maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.